Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number gm5397029 was released in a single batch. ¿ batch1: released on february 25, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse x25 inserter/tightener was received at us customer quality (cq). Upon visual inspection of the complaint device, the tip of the device was observed to be stripped. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition, hence complaint can be confirmed due to the dull condition of tip of the returned device. Conclusion: after a visual inspection per guidance, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a field inspection of the equipment, it was noticed that the tips of drivers appeared to be rounded out and twisted, likely from wear of tightening caps during surgery. The tips tend to torque and strip easily. No event occurred in surgery. There was no patient or procedure involvement. This report is for one (1) verse x25 inserter /tightener. This is report 1 of 1 for complaint (B)(4).